Event description:
Tech had re-installed a collimator onto the system after morning floods. He had the gantry face up installing pt safety pad but the pneumatic cord would not reach. He loosend the 4 thumbscrews to rotate collimator and free cord. He only tightened 2 screws and when the gantry wsa rotated the collimator fell off.